Event description:
It was reported that pump experienced malfunction alarm. The customer¿s blood glucose level was 493 mg/dl. There was no reported assistance needed from any third party. Customer initially did not take any action, so technical support provided instructions to reset pump, assisted customer with reset, confirmed that malfunction did not recur, and advised customer to continue using pump and to call back if any malfunction code appeared again.